Event description:
It was reported that upon review of ECG, suspected oversensing due to multiple episodes of electromagnetic interference was seen. There were no reported adverse consequences to the patient. No further information is available.